Manufacturer narrative:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. The case was completed successfully with no additional patient outcomes. The device was not returned to the manufacturer for evaluation. The threaded plate tack is provided to customers within a sterile kit (sn22) and marked single use. The UDI referenced is for the sterile kit, (sn22) , the product is distributed within. The device history records were reviewed for all possible lots and no issues were identified that could have contributed to what was reported. The most likely cause cannot be determined; however, it is possible the technique utilized applied additional bending forces to the device or it broke due to impact with another device. The product is manufactured with implant grade material, no adverse events have previously been reported as a result of this failure to date, and the case was successfully completed with no other patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2023. The case was completed successfully with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803.